Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
The customer reported " not white balancing and is quite blocked" involving a bronchovideoscope. The issue was found during set up, inspection for usethere was no patient involvement in this reported event.